Manufacturer narrative:
Additional health effect impact codes: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reports left side capsular contracture, baker grade ii/iii, and folds. The device has been explanted.

Event description:
Healthcare professional reports left side capsular contracture, baker grade ii/iii, and folds. The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the photos identified red particle materials in the shell and crease folds. It is not possible to verify the lot number due to the position of the device in the photo. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.